Manufacturer narrative:
Product complaint #(B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Are any of these medications prescription strength or are the readily available without a prescription from a physician: rinderon-vg, sisal? They are strong and need to doctor's prescription. Description of event, symptoms, manifestation of reaction. See the event description and additional information. Name of surgery caesarean section. What was the procedure date? (B)(6) 2023. What date/day post op was the reaction noted? (B)(6) 2023. Were any cultures taken? Results? Unk. Please describe how was the adhesive was applied. Normally. What prep was used prior to, during or after adhesive use? Unk. Was a dressing placed over the incision? If so, what type of cover dressing used? Unk. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde?history of using dermabond was unk, but the patient has surgery history. Is the patient hypersensitive to pressure sensitive adhesives? Unk. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unk. Patient demographics: initials/ID, gender, age or date of birth; bmi, female. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unk. Name of surgeon? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Surgeon also wondered. Is product available to return for analysis? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not received. Additional information provided: the patient was discharged from the hospital, although the patient was still deteriorating after the prescription of sisal. The patient was subsequently referred to the dermatology department of another hospital, and the details are unknown after that. No medical or surgical procedures other than rinderon-vg and sisal were performed at the hospital. The patient had previously undergone surgery, although the history of dermabond use was unknown. Additional information has been requested and received. " please confirm, is the year date for this event 2023? Yes. Do you have any pictures of the reaction? Doctor has, but not shared with us. Was any of the administered medication (rinderon-vg or oral xyzal) prescribed by a physician or purchased over the counter? Prescribed. Other than rinderon-vg and xyzal, was there any medical or surgical intervention performed (re-operation; re-closure; other prescription medication)? If so, please specify. No more treatment at the hospital. Although the condition continued to worsen even after sisal was prescribed, the patient was discharged from the hospital. After that, the patient was referred to a dermatology department at another hospital, and it is unknown whether the patient will accompany him after that. If other medication was required, please clarify if it was prescription strength. No can you identify the lot number of the product that was used? Unk. What is the most current patient status? In bad. Transferred to dermatology department at another hospital. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? We couldn't confirm it, but the patient has the surgery history. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Description of event, symptoms, manifestation of reaction infection name of surgery? What was the procedure date? What date /day post op was the reaction noted? Infection. Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a c-section on (B)(6) 2023 and topical skin adhesive was used. The product was used on a patient on (B)(6). On (B)(6), redness became severe and after removing adhesive, rinderon-vg was applied. On (B)(6), symptoms worsened further, so use of rinderon-vg was discontinued and the patient was switched to the oral medication xyzal. Further details are not provided from the hp. No sample will be returned. Additional information has been requested.